Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effect of stenosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion located in the moderate to severely calcified, non-tortuous superficial femoral/popliteal arteries. The lesion was prepped using a laser and armada balloons. A 5.5 x 120 mm supera veritas stent was deployed successfully. The stent implant was confirmed to be fully apposed to the vessel wall using angiography. The patient final outcome was good. On (B)(6) 2016, during a follow-up visit, doppler and angiography was performed to identify a possible stenosis. In-stent restenosis was observed which was treated with laser and percutaneous coronary angioplasty. Reportedly, the patient may not have been compliant with post-procedure medications. No additional information was provided.